Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the drill interfered with the nail during a surgical procedure for a humerus fracture. The surgeon was drilling at the proximal side after screw insertion when the interference occurred. Prior to this event, the surgeon was trained regarding multiloc interference issues. The surgery was prolonged by twenty (20) minutes. This report is for one (1) unknown drill bit. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. This report is for one (1) unknown drill bit. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.